Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided a shock that accelerated the patient's ventricular tachycardia (vt) to ventricular fibrillation (vf). Shock therapy was then exhausted, and the rhythm was not converted. It was noted that reprogramming occurred. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.